Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection, multiple flow and occlusion tests were performed. The customer?s reported problem could not be duplicated. However, after checking alarm history, investigators noticed the clutch was released during infusion causing the travel reverse error. According to the investigation the reported issue was caused by user interface. Service?s replaced the pump clutch half's left and right with lead screw and spring as a preventative measure; however, parts were over 2 years old. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited travel coarse error. No patient involvement reported.